Event description:
A malfunction alarm occurred, identified as malf 1, and there was a need to replace the pump. There was no reported impact on the customer's blood glucose level. The customer was advised by technical support to revert to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted while waiting for a replacement pump. Technical support confirmed the customer's shipping address and instructed them on how to put the pump into storage mode before returning it. The customer acknowledged these instructions and was advised to return the problematic pump using a prepaid label within ten days.